Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported via the sales representative that the 14mm variax elbow screw allegedly did not lock onto the plate.

Manufacturer narrative:
Evaluation summary: the reported event of the screw not locking could not be confirmed. Based on the investigation, the root cause wrong handling was attributed to a user related issue. The visual inspection of the screw showed damages on the thread and the locking thread. Nevertheless it was possible to lock the screw during functional inspection. Therefore it can be assumed that the screw was set in a wrong angle (screw can be locked in a 30 degree cone). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The customer reported via the sales representative that the 14mm variax elbow screw allegedly did not lock onto the plate.